Event description:
It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the right ventricular (rv) lead. The physician suspected rv lead fracture, however, no lead damage was observed either visually nor via diagnostic imaging. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced. The patient was in stable condition.